Event description:
It was reported that the bd¿ blunt fill needle broke when sampling out of a bag of water. The following information was provided by the initial reporter, translated from french to english: "the needle has been broken at the plastic part when sampling out of a bag with water."

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 201221. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture sample and the physical sample were returned for evaluation by our quality engineer team. Through examination of the samples, the needle hub component was observed broken at the level of the presfit (plastic part). Based on the investigation results, a cause related to the needle manufacturing process could not be determined for this defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ blunt fill needle broke when sampling out of a bag of water. The following information was provided by the initial reporter, translated from french to english: "the needle has been broken at the plastic part when sampling out of a bag with water."